Event description:
During a remote follow-up, post-paced t-wave oversensing was noted on the device. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.